Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented in the hospital for a device check. Upon interrogation, it was revealed the alert was triggered due to the right ventricular lead exhibiting low high voltage impedance. No intervention was performed. The patient was stable.